Event description:
The user facility reported that the cardioplegia set was primed as usual, but when blood entered the conducer, a leak was noticed around the conducer's inside ring. The patient was given antibiotics prophylactically. Follow up communication with the user facility confirmed that the patient is ok and was released from the hospital with no complications.